Event description:
It was reported that the patient felt okay but there appeared to be some "strange" intervals and careful review indicated the right atrial (ra) lead had undersensing and far-field r-wave oversensing. Also, the right ventricular (rv) lead had t-wave oversensing on ventricular paced events. Settings were reprogrammed and the ra and rv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.